Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a patient (pt) reported that he/she had a ¿lens tear when removing and caused scratch on cornea, subsequent eye infection and scar tissue. I have lost vision and have to have a cornea transplant.¿ on (B)(6) 2016 a call was placed to the pt and additional information was obtained as follows: the pt reported that an acuvue oasys for presbyopia brand contact lens tore on the pts os while the pt was attempting to remove the lens in (B)(6) 2015. The pt reported that the os infection led to scarring and left the pt with os vision loss. The pt reported that he/she was ¿informed by eye specialist that the pt would need a corneal transplant and that the pt may possibly reject transplant in 5-6 years. The pt reported that he/she discarded the suspect product and the lot number. The pt reported that he/she wore the lenses daily. The pt reported that he/she was treated in the emergency department and follow-up with a cornea specialist. On (B)(6) 2016 the pt sent an e-mail reporting that he/she had a corneal transplant. The pt reported ¿when removing a brand new contact, it tore, cut across my cornea, resulting in scar tissue and inability to see, which meant a cornea transplant.¿ the pt also reported that ¿having the scar tissue cause a cataract to bad and now I have to have it removed. Also rejection is always a possibility of the cornea.¿ the pt refused to provide any additional medical information and reported that he/she ¿will gather the info and email it shortly.¿ on (B)(6) 2016 the pt sent an e-mail and refused to have eye care provider (ecp) contacted and reported that he/she will get the medical record information for evaluation. We were unable to confirm the pts diagnosis and treatment with the pts treating ecp. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Additional medical information was received from johnson and johnson legal department on 10jul2016: a clinic visit note from the patients (pt) treating cornea specialist. The additional information was received as follows: date of visit: (B)(6) 2015: ¿the patient is a (B)(6) who is referred for ophthalmology consultation for evaluation of a problem with his/her vision. He/she complains of decreased vision in the left eye. He/she describes her vision as ¿blurry¿. He/she states that her decreased vision is very symptomatic. This is present constantly. He/she states that 3-4 days ago and seems to be gradually worsening with time. The visual problem affects him/her ability to enjoy outdoor activities. He/she also complains of discomfort involving the left eye. He/she describes this as ¿aching¿, ¿foreign body sensation¿, ¿irritation¿, ¿painful¿, and ¿tearing¿. These ocular symptoms an aggravating problem. This bothers him/her constantly and has been a problem for 2-3 days. He/she says the problem has been gradually worsening and has been persistent. He/she has no other complaints today. Patient was bit by a ¿poisoning insect¿ and was treated by antibiotic that he/she was prescribed by urgent care clinic last week. He/she is allergic to antibiotic and makes him/her feel nauseous. He/she is a soft contact lens wearer. He/she fell asleep with his/her contact lens due to antibiotic side effects. Eye history: no past eye problems; eye surgery: no previous surgeries. Ocular medications: erythromycin ointment 5mg/gram (0.5%) apply a small amount into left eye four times a day; gentamicin drops 0.3%; gatifloaxcin drops 0.5 % instill one drop every hour left eye. Doctor examination: left eye: external exam: confrontation vp: full to confrontation; orbit-lids-lacrimal: normal; ocular motility: normal; pupil: equal, round, normally reactive, no rapd; anterior segment: conjunctiva and sclera: injection: moderate; cornea: ulcer: central, large; anterior chamber: hypopyon: 20%, quiet; iris: normal; lens: nuclear: 2+; posterior segment: optic disk: normal; vessels: normal; macula: normal; peripheral retina: fully attached, no breaks; vitreous: normal; view: fundus detail well visualized. Impression: general: I discussed with patient the diagnosis of central corneal ulcer and the need for compliance with meds and follow-up, risks of non-compliance were reviewed nlt scarring, perforation, or loss of the eye. I offered to perform cultures to determine the type of infectious organism along with sensitivities to adjust the therapy and the patient elected to proceed and cultures were performed on blood agar, chocolate agar, sabaroud¿s, and thioglycolata. I reviewed the treatment regimen and answered the patient¿s questions and provided a written copy of the medication schedule. Looks like pseudomonas. Will add hourly gatiloaxacin to hourly gentamycin os culture. Fu wednesday. Medications: continue: erythromycin ointment 5 mg/gram (0.5%) apply a small amount into the left eye four times a day; continue gentamycin drops 0.3%; new prescription: gatifloxacin drops 0.5 % instill one drop every hour left eye.¿ also received on 10jul2016 is page 5 of an emergency room record; the additional information was received as follows: date of visit: (B)(6) 2015: corneal ulcer. Eye pain, left subconjunctival hemorrhage of left eye; disposition: discharged home; follow-up: follow-up with your ophthalmologist. Schedule an appointment as soon as possible for a visit in 1 day; condition: stable. Received from the pt on 10jul2016 ¿ operative report (B)(6) 2016; operative eye: left eye; pre-and post-op diagnosis: corneal scar; procedure: penetrating keratoplasty; the procedure was performed without complications. Also received on 10jul2016: post-transplant medication list: the additional information was received as follows: pred forte 4 doses/day, left eye; ketorolac 4 doses per day, left eye; vigamox 4 doses per day, left eye; neo/poly/dex ointment 4 doses per day, left eye; combigan 2 doses per day, left eye; patch full time for 1 week; wait 5 minutes between drops, ointment last. No additional new medical information was received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
On 20oct2016, 01nov2016, and 02nov2016 additional medical information was received. Medical records summary of additional information received: emergency room record: (B)(6) 2015. Chief complaint: eye injury. History: this (B)(6) female pt presenting to the ed with a chief complaint of left eye pain that began 2 days ago and worsened tonight after the dog had jumped on her and hit her eye. The eye is described as swollen and red. She has blurred vision and is light sensitive. She states that the swelling worsened after the dog jumped on her. She went to urgent care on (B)(6) night and was told that she had a corneal ulcer due to the contact scraping it. She was given an antibiotic and notes that her eye symptoms were improving until tonight. She has been icing her eye and taking aspirin and tylenol with no relief. The pt has no other symptom complaints at this time. Past dx: anxiety. Medications: asa 325 mg qd; multi-vitamin 1 qd; zofran 1 tablet every 8 hours as needed for nausea. Review of symptoms: eyes: positive for photophobia, pain, redness and visual disturbance. Vital signs: temp: 98.3 f; hr: 85; resp.: 16; bp: 141/83; spo2: 96%. Physical exam: pt (B)(6) female is sitting in bed with no acute distress. The pt does not appear to be in pain or discomfort at this time. Eyes: pupil on right is round and reactive to light. Extraocular movements are intact. Left upper eyelid slightly edematous. Cornea is clouded with a large central/medical 5mm circumferential corneal ulceration appreciated. There is also a hypopyon and subconjunctival hemorrhage all of which she states was present prior to this visit. She states the ulceration is looking better. Fluorescein shows a large corneal ulcer and no seidel sign. Assessment and plan: pt presents with left eye pain. Initiated care, pt seen and evaluated. Discussed treatment and evaluation options with pt who verbalizes understanding. Pt refused pain medication. Consult ophthalmology. Treatment sounds appropriate, but advises increasing drops every 1 hour while awake. Fu on (B)(6). Corneal ulcer of left eye with hypopyon. Eye pain, left. Subconjunctival hemorrhage of left eye. Follow-up: follow-up with your ophthalmologist. Schedule an appointment as soon as possible for a visit in 1 day. Mr also received for follow-up visit for (B)(6) 2015 was previously submitted to FDA on 04aug2016 in MDR 1033553-2016-00051 fu #2. Pathology report: collected: (B)(6) 2016. Reported: (B)(6) 2015. Test: infectious disease microbiology. Fungus culture, miscellaneous. Status: final. Source: os eye. Culture: no mould or yeast isolated. Culture, eye. Status: final. Source os eye. Culture: pseudomonas aeruginosa scant growth; coagulase negative staphyloccus scant growth. Results: culture, eye pseudomonas aeruginosa scant growth; coagulase negative staphylococcus - scant growth. Date of visit: (B)(6) 2016. Pt presents for fu for central corneal ulcer, os. Pt was last seen 2 days ago. The problem began 6 days ago. Today pt has pain, blurred vision, redness, and tearing os. Since the last visit symptoms seem to be improving. Pt describes vision as poor. Pt has been treating with antibiotic ointment and antibiotic drops. Eye history: central corneal ulcer os; hypopyon os; nuclear cataract ou medications: gentamycin drops; gatafloxacin drops, 1 drop every hour os; zofran. Vision and refraction os: hm. Exam os: anterior segment: conjunctiva and sclera: injection: moderate; cornea: ulcer: central, moderate sized; 50 % improved; hypopyon: 20%: quiet; iris: normal; lens: nuclear 2+ impression: central corneal ulcer: os, large, slowly improving; nuclear cataract: ou; hypopyon: os. Plan: improving; taper meds to bid; check cultures upon return (B)(6). Medications: continue gatafloxacin 1 drop every hour os; continue gentamycin drops. See the attachment for the additional medical information. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
An email was received from the patient (pt) on 04may2016 with additional medical information as follows: the pt reported that he/she ¿is gathering medical records from recent transplant.¿ the pt also reported that ¿it will be a year before they know what vision I will have.¿ the pt also reports ¿the scarring on the cornea prevented light from entering and has caused secondary issues and I will have another surgery in a year, plus will be on rejection medication that can cause glaucoma ¿ rejection can happen anytime, any year.¿ the pt also included a portion of medical record with date of visit in emergency department: (B)(6) 2015 (only page 3 of the medical record was provided). Review of symptoms: constitutional: negative for fever and chills. Hent: negative for congestion. Eyes: positive for photophobia, pain, redness and visual disturbance. Respiratory: negative for cough and shortness of breath. Cardiovascular: negative for chest pain. Genitourinary: negative for dysuria. Musculoskeletal: negative for neck pain. Skin: negative for rash. Neurological: negative for headaches. All other systems reviewed are negative. Physical exam: ed triage vitals: temp: 98.3f, heart rate: 85, resp: 16, bp: 141/83, spo2: 96%. Physical exam: constitutional: this patient is a (B)(6) female who is sitting in bed in no acute distress. The pt does not appear to be in pain or discomfort at this time. Eyes: pupil on right is round, and reactive to light. Extraocular movements are intact. Left upper eyelid slightly edematous. Cornea is clouded with large central/medial 5mm circumferential corneal ulceration appreciated. There is also a hypopyon and subconjunctival hemorrhage all of which she states was present prior to this visit. He/she states the ulceration is looking better. Fluorescein shows a large corneal ulcer and no seidel sign. Ent: oropharynx is clear. There are moist membranes. External ear is normal. Neck: supple. Full range of motion passively. Respiratory: normal effort. Speaking full sentences. No audible wheezes. Gastrointestinal: nondistended. Musculoskeletal: there is no clubbing, cyanosis or edema. The pt has a full range of motion in all extremities. Skin: warm and dry without rashes. Cap refill <2 sec. Neurologic: alert and oriented x3. Cranial nerves ii through xii intact. Strength and ¿ this was the only page provided. The last sentence was cut off at the bottom of page 3. No additional medical information was provided. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).